Event description:
Information was received regarding a medfusion 3500 pump. It was reported that the device had a system failure primary audible alarm background test. It is unknown if there was no patient, or clinician injury associated with this event.

Manufacturer narrative:
Other text: additional information: a1, h6, h10: information was received indicating that there was no patient involvement in this event. Device evaluation: one smiths medical medfusion pump was returned for analysis with cracked right plunger case. Event log history was performed and indicated that primary audible alarm post error was recorded in history. During analysis, the reported issue was unable to be duplicated. Service replaced speaker for preventive measure, performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.